Event description:
It was reported that the insulin pump made a horrible grinding sound. The customer's husband stated that the customer was changing the infusion set and during rewinding, they noticed the sounds. The caller did not know the blood glucose reading. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with a loud motor noise during the rewind process due to a faulty motor. No cosmetic damage was noted. Please see medwatch report # 2032227-2014-15866.